Event description:
This is a spontaneous case report received from a physician in united states on 29-sep-2015 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014 for permanent contraception. The physician said placement was fine, essure was beautifully placed. Patient had a post operatory visit on (B)(6) 2014 and everything was fine. Hsg (hysterosalpingogram) on (B)(6) 2014 showed tubes occluded. About 6 months in patient complained of some pelvic pain. MRI (magnetic resonance imaging) and ultrasound did not show anything wrong with essure but physician said media driven information caused the patient to have coils removed. The physician removed coils via salpingectomy on (B)(6) 2015 because the patient just wanted them removed. Product technical complaint (ptc) investigation and final assessment were received on 16-oct-2015: the bayer reference number for the ptc report is: (B)(4). Final assessment for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment no product quality defect was confirmed therefore a relationship to the reported medical event is excluded. No similar ae cases identified. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event and a quality defect. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who experienced some pelvic pain 6 months after essure (fallopian tube occlusion insert) insertion. Physician performed a salpingectomy due to patient's request. The reported event was considered serious due to its medical importance and is listed according to essure's reference safety information. Abdominal, pelvic and uncharacterized pain may occur with essure therapy. In this particular case, physician stated essure inserts were in correct position, with tubal occlusion. Additionally, MRI and ultrasound showed nothing was wrong with the device. According to him, the coils were removed just because patient wanted them removed. Although no problem was found regarding essure position; considering patient experienced pelvic pain and since no alternative explanation was provided for this event; company considers causality with essure cannot be excluded. Since a surgical intervention was required for device removal; this case was regarded as incident. Based on the available information, there is no relationship between the reported medical event and a quality defect. Follow-up information is being sought.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Manufacturer narrative:
Follow-up information received on 11-jan-2016: follow-up attempts were done with no response to date. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who experienced some pelvic pain 6 months after essure (fallopian tube occlusion insert) insertion. Physician performed a salpingectomy due to patient's request. The reported event was considered serious due to its medical importance and is listed according to essure's reference safety information. Abdominal, pelvic and uncharacterized pain may occur with essure therapy. In this particular case, physician stated essure inserts were in correct position, with tubal occlusion. Additionally, MRI and ultrasound showed nothing was wrong with the device. According to him, the coils were removed just because patient wanted them removed. Although no problem was found regarding essure position; considering patient experienced pelvic pain and since no alternative explanation was provided for this event; company considers causality with essure cannot be excluded. Since a surgical intervention was required for device removal; this case was regarded as incident. Based on the available information, there is no relationship between the reported medical event and a quality defect. Despite follow-up attempts, no further information was obtained.